Event description:
(B)(6) reported that the patient had alleged that the headgear of an hc405 flexifit nasal mask did not keep the mask secured on a patient's head and resulted in the patient developing a corneal abrasion and requiring eye surgery.

Manufacturer narrative:
(B)(4). As the complaint (B)(4) flexifit nasal mask was not returned to fisher & paykel healthcare (fph) in new zealand for investigation, an attempt was made to get further information regarding the complaint device and reported corneal abrasion. Our analysis is accordingly based on the event description and information provided by the healthcare facility. Based on the limited information we received from the healthcare facility, it seems that the subject mask functioned as intended during use. The complaint states that the mask was not secured which could indicate incorrect fitting of the mask. The fph flexifit 405 nasal mask user instructions indicate in pictorial form the correct set-up and use/fitting of the (B)(4) nasal mask, and state the following: "if necessary, tighten the lower straps to eliminate any leaks (avoid overtightening the straps)." "Use the silicone seal that provides the best fit for you. Small and large are both provided with your mask." "When you need to remove your mask, unhook the headgear from the glider strap." "Forehead pads should rest gently on the forehead without top straps being pulled too tight." "If there are any leaks after gently tightening the top and lower straps, pull the mask slightly out from the face while straps are still attached. This will allow the silicone seal to inflate with air. Put the mask back onto the face."

Manufacturer narrative:
(B)(4). The complaint hc405a flexifit nasal mask is not expected to be returned to fph (B)(4) for inspection. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the healthcare facility and have completed our analysis.

Event description:
Apria healthcare in (B)(6) reported that the patient had alleged that the headgear of an (B)(4) flexifit nasal mask did not keep the mask secured on a patient's head and resulted in the patient developing a corneal abrasion and requiring eye surgery.